Event description:
It was reported that this right ventricular (rv) lead was attempted due to unknown product performance reason. This rv lead was replaced and not implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to unknown product performance reason. This rv lead was replaced and not implanted. No adverse patient effects were reported. Additional information indicated that the rv lead helix did not retract as expected after repositioning, resulting in the need to open a new lead.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.